Manufacturer narrative:
According to available information this device and lead have been explanted and will not be returned. Should additional information become available this event will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was part of a system explant due to patient infection. A new device and lead were implanted on the opposite body side. There was no report of adverse patient effects due to the explant procedure.